Manufacturer narrative:
Smith & nephew have become aware that the incorrect part number was provided originally, the corrected number is now provided. Please note that this does not impact any previous investigation.

Event description:
It was reported that a patient using pico discovered a leak during therapy. The alarm did initiate.